Event description:
It was reported that, during a remote follow-up, low defibrillation impedance values were noted on the right ventricular (rv) lead. The patient was scheduled for an in-clinic follow-up where rv lead impedance was measured and no anomalies were observed. Following the in-clinic follow-up, low defibrillation impedance values were again observed on the rv lead upon remote follow-up. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Implant date is estimated to have occurred in (B)(6) 2012.

Event description:
Additional information received indicated that the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was stable.

Event description:
Additional information received indicated that the reprogramming was performed to resolve the event.

Event description:
Additional information received indicated that there were episodes of loss of capture and noise on the right ventricular (rv) lead in addition to the low defibrillation impedance.